Event description:
Dailysis facility technician relates that the power failed on the 1550 hemodialysis machine during therapy on 2 occasions without providing an audible alarm. The technician relates one incident occurred on 1/02 and the therapy on the machine was set for 4 hours, an ultrafiltrate goal of 2.0kg, a blood flow rate of 350ml/min with a dialysate flow rate of 700ml/min. According to the technician, the therapy continued without event for 2.1 hours when the machine power shut down without alarming. At the time of the power shut down, the patient's vitals were being taken and the patient was immediately removed from the machine. The technician relates that the pt was placed on a different dialysis machine and the patient continued therapy to completion with no difficulties. The technician relates that the first incident where the power failed during therapy had occurred in 2001 and the power supply on the machine had been replaced as a result. The technician relates that there was no patient injury or medical intervention as a result of these incidents.